Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report clip detachment, tissue damage, worsening mitral regurgitation, prolonged hospitalization, cardiac arrest, medical intervention and death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr)with a grade of 4. It was noted possible thin leaflets with a prolapse. The first clip delivery system (cds 90418u141) was advanced to the mitral valve, and the clip was placed fine. The gripper cap was opened and the gripper line was un-wrapped to establish gripper line removability. The gripper line was confirmed to be removeable, but a decision was made to re-position the clip to get a better capture to further reduce mr. However, after the clip was re-positioned, the physician had unraveled the gripper line too much and felt the gripper line was too loose. Therefore, the physician did not want to use the cds. The cds was removed with the clip attached. A second clip delivery system (cds 90418u142) was advanced to the mitral valve but grasping the leaflets was difficult due to anatomical challenges and the leaflets looked deteriorated. The procedure continued, and the clip was deployed. However, the physician performed the deployment sequence too fast, and the cds was inadvertently removed prior to removing the gripper line. The gripper line was visible as it came out of the guide. The gripper line was barely pulled, when the clip became full detached from both leaflets. The clip remained on the gripper line and then a snare was advanced through the guide to retrieve the clip. No clips were implanted, and mr worsened to 4+. No further clips were attempted and a bi-ventricular assist device was implanted instead, prolonging hospitalization. On (B)(6) 2020, the patient went into cardiac arrest. Cardiopulmonary resuscitation was performed, but the patient died due to heart failure. The physician stated it is unknown if the second clip caused or contributed to the patient death. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated, and the reported positioning failure (leaflet grasping) was due to challenging patient anatomy. It was reported that the clip delivery system (cds) was removed prior to removing the gripper line. The mitraclip instructions for use (IFU) states to remove the gripper line prior to removing the cds. In this case, the user proceeded to perform mitraclip system removal prior to completing gripper line removal. Based on this information, the reported improper or incorrect procedure or method (failure to follow instructions) appears to be related to user not following steps per the IFU in regard to the gripper line removal steps in the IFU. The reported improper or incorrect procedure or method (failure to follow instructions) influenced the reported complete clip detachment (ccd). The reported patient effects of cardiac arrest and death were cascading effects of the reported heart failure. The reported heart failure was due to underlying pre-existing patient condition. The reported worsening mitral regurgitation (mr) was likely related to operational context. The reported patient effects of worsening mr, worsening heart failure, cardiac arrest, and death are listed in the mitraclip system IFU as known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director and the reviewer concluded that death was unrelated to the device and was likely due to worsening of the underlying clinical condition. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.